Manufacturer narrative:
Age at the time of event: 18 years or older. (E1) initial reporter city: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. There was a pinhole at the proximal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
Age at the time of event: 18 years or older. (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the pulmonary artery. A 4mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation. However, during first inflation at nominal pressure for 10 seconds, the balloon ruptured. The procedure was completed with a different device. There were no patient complications reported.